Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Optical signal issue: clinical details reported that suction alarms were triggering and central venous pressure (cvp) was negative when no changes were noted in pump flows, motor current, or the premature atrial contraction (pac) readings. It was reported that the patient was having a bradycardic episode at the time of the alarms, and both resolved. Data logs were reviewed, and the concentration of suction alarms was confirmed. All optical signal 5s parameters were stable and within the expected range during the entire case, suggesting the optical signal was reliable. During the suction alarms, cvp did trend more negative, nearing -50 mmhg. The first suction alarms began to trigger when the pump was turned up to p-8 and they would generally resolve when turned back down to p-7. When the pump was turned up to p-8, dp placement signal (ps) increased and the minimum cvp values decreased. This is to be expected if the pump is in a suction condition or there isn't enough volume for the respective p-level. That being said, the normalized motor current ((mcmax-mcmin)/mcmean) was calculated when the pump was running at p-7 just before turning up to p-8, and at p-8 when the suction alarms began to trigger. The two values were not significantly different, suggesting that the pump may not have been in a true suction condition when the alarms triggered. The threshold for motor current (mc) modulation to trigger the intermittent suction alarm is the same at p-7 and p-8 (>80 ma), which may explain why the alarm was triggering at one and not the other. There were no clinical details provided to suggest the patient had low volume, and the relationship between the bradycardic episode and the alarms is unknown. Product was not returned for investigation. Since limited clinical details were provided, product wasn't returned for investigation, and data logs were inconclusive, the root cause of the optical signal issue could not be determined. Low pump flow: the voice of the customer indicated that pump flows were adequate and the suction alarms were false. Based on data log review, the reported false suction alarms were found to be triggered based on motor current, and pump flow calculations were on the lower end of the expected range at times that suction alarms were triggering. For this reason, the low pump flow failure mode was added and investigated. As mentioned above, suction alarms began to trigger intermittently when the pump was increased to p-8. The normalized motor current was relatively similar between p-7 when no alarms were triggering and p-8 when they were. This could be due to the fact that the two p-levels have the same threshold of motor current modulation to trigger the alarm. Pump flows were generally within specification - though at the lower end - during the suction events. All this being said, cvp did trend down during the period that suction alarms were concentrated, which could support that the pump was experiencing suction. Limited clinical details were provided regarding the patient's condition at the time of the complication, and the relationship between the reported bradycardic episode and the alarms is unknown. Product was not returned for investigation. Since limited clinical details were provided, product wasn't returned for investigation, and data logs were inconclusive, the root cause of the low pump flows could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the impella rp flex was being primed and the purge cassette was not priming. The purge cassette was replaced, and the pump was primed. Support continued. Additionally, there were suction alarms occurring despite no drop in flow, change in motor current, or pulmonary artery waveforms. The doctor was concerned that metrics on the pump are unreliable. No patient harm has been reported.